Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having irritation at the incision site due to the paddle lead moving. The patient underwent a replacement procedure wherein there were dislodged contacts from the old paddle lead, and nothing was left inside the patient's body which was confirmed through an x ray. The patient was doing well postoperatively, and all explanted device components were kept by the medical facility.